Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure that the tip of the harmonic ace instrument was found to be loose. Reportedly a fragment fell into the patient but was retrieved during the procedure. The procedure was able to be completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.569" x 0.077" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage during use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.